Manufacturer narrative:
Complaint no: (B)(4). This report involves an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and fortaz (dose, route, frequency, and duration not reported). At the time of this report, the patient was recovered from the event. On an unknown date, the patient was retrained on aseptic technique. Action taken with peritoneal dialysis therapy not reported. No additional information is available. This is report 2 of 4.